Event description:
It was reported the screen freezes intermittently and will not respond to the stylus pen. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the screen intermittently froze and the stylus became unresponsive. The bezel overlay was replaced and the stylus was recalibrated. It was also noted that the right bullet hinge cover was damaged. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.